Manufacturer narrative:
The scope subject of the reported event was returned to the supplier for evaluation. Upon evaluation, it was discovered that there was wrinkling at the end of the cable of the scope. This caused the distal end of the scope to get caught in between distal cap and insertion tube opening, subsequently causing the reported event. The cause of the observed damage could not be determined. A 1-year complaint review indicated this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the distal end of their uretero1 reverse deflection disposable ureteroscope became obstructed. The procedure was completed successfully using a different scope. No report of injury.